Manufacturer narrative:
Concomitant medical products: 1458q, lead, implanted: (B)(6) 2012. 5076-45, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was noted on a remote monitoring transmission that the patient had low r-waves. The patient is noted to be paced 99.3% of the time. The rv lead remains in use. No patient complications have been reported as a result of this event.